Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4). The investigating regarding the device failing the flow transducer test has been finalized. During the investigation on-site performed by our field service engineer presence of liquid spill on pc boards were found. The pc boards were replaced and after successful tests the ventilator was sent back in service. Received photos confirms the issue regarding the liquid spill on the pc boards. The pc boards were not further investigated since ingress of liquid/corrosive substance on pc boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The device was manufactured in 2008 and has an ingress protection degree due to applicable requirements at that time.

Event description:
(B)(4).